Manufacturer narrative:
Concomitant products: 429888 lead and w4tr02 crt-p implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited fracture with high and undefined impedance. Reprogramming occurred. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.